Event description:
It was reported that tubing cracked and leaked at the end of the med line. Line was clamped and disconnected. Although requested, additional information was not provided

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing cracked and leaked at the end of the med line. Line was disconnected. Although requested, additional information was not provided.